Event description:
The sheath was placed in the right femoral artery. The sheath was exchanged for a 8-french long sheath, 90 cm. A long wooley wire was advanced across the lesion, after which direct stenting could not be done due to the severity of the stenoses which was in the range of about 90%. Balloon angioplasty was done with a 6 mm wire 20 mm balloon. At that time, we realized that the sheath broke at the hub and the pt was having quite a bit of bleeding. The balloon was removed and the sheath was changed. At that time, the pt had a significant bradycardic episode consistent with vasovagal response with complete heart block. She responded to 2 mg or atropine. By that time, we changed the sheath to an intact 8-french 90 cm sheath. Significant localized dissection was noted after the balloon. Successful angioplasty and stenting was done with the genesis 8 mm x 27 mm stent which give 0% stenoses. Excellent flow was noted. Pt was brought to recovery in stable condition.